Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: superion implant; upn: 101-9812; model: 101-9812; lot: 700084; batch: 700084. (B)(4).

Event description:
It was reported that the patient underwent an explant procedure as the patient felt that it did not improve her pain. The patient was doing fine post-operatively.